Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for six patient samples for multiple assays. Of the data provided for two patient samples, only the vancomycin result for one patient sample was a reportable malfunction. The initial result was 31.6 ug/ml and the repeat result on another cobas c501 system was 1.2 ug/ml with a data flag. The repeat results were believed to be correct. None of the erroneous results were reported outside the laboratory. No patients were adversely affected. The vancomycin reagent lot number was 67421101 with an expiration date of 10/31/2013. The field service representative found there was a damaged and bent sample probe. He replaced the sample probe and performed sample probe alignments. He performed multiple air purges, cleaned rinse mechanism nozzles and inspected the analyzer for proper electromechanical operation during mechanism checks and operation. The customer ran their qc material and all qc was within specifications. A 25 cup precision test was performed and all checks and tests were within documented guidelines.